Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with insulin. Customer continued to use the same syringe/needle and after trying again, the cartridge was successfully filled. Customer's blood glucose was within range (value not provided).